Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a laparoscopic surgery, the product broke inside the patient's body and remained there. After explaining the situation to the family, an open surgery was performed. All broken pieces were removed from the patient body.

Manufacturer narrative:
Alleged failure: the product broke inside the patient's body the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause of the issue could be excessive force applied by the user, combined with poor or inadequate suction during use. The unit may have come into contact with another hard object or device during surgery, or while inserting or removing the probe in an obstructed passageway, which could lead to insulation damage. The unit was returned without the original packaging. Therefore, the lot number (24023ae2 ) on the complaint record cannot be confirmed. However, the product description and the failure mode (or issue or problem, etc.) Reported is consistent with the device returned for this event. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a laparoscopic surgery, the product broke inside the patient's body and remained there. After explaining the situation to the family, an open surgery was performed. All broken pieces were removed from the patient body.